Event description:
The patient was implanted with a left ventricular assist device. It was reported that the device log file contained a pump stop event and a low speed advisory while operating on the power module. The patient was reported to be asymptomatic. The power module patient cable was exchanged. It was reported that as of (B)(6) 2015, the patient had not experienced any new events related to the pump stop. The patient reported that the patient cable would be brought back to the clinic visit at the next visit.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. The lot number was not provided; therefore, the date of manufacture is unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not returned. The report of a pump stop event was confirmed based on the evaluation of the submitted log file; however, the cause of the reported issues could not be conclusively determined, since the reported 14-volt power module patient cable was not returned for the evaluation. No further information was provided. The manufacturer is closing the file on this event.